Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedural factors (manipulation of the guidewires/devices), patient factors (advanced age ¿ 87 years, fragile tissue) likely contributed to the lateral wall hematoma and dissection, left ventricle repair and subsequent death on pod10. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards patient implant registry, a telephone report was received from a tavr patient¿s family reporting that the patient passed away 10 days post implant of a 26mm sapien 3 valve. It was reported that the patient had a heart attack; however, the cause of death was not provided at the time of the report. Medical record review revealed during a transfemoral tavr procedure, prior to the deployment of the sapien 3 valve, aortic balloon valvuloplasty (bav) was performed. The sapien 3 valve was then positioned and deployed. The esheath was removed and the access site was closed. The patient was transferred in stable condition. On postoperative day (pod) 1, the patient was doing well and had completed a post tavr echo. The echo demonstrated a normal functioning prosthetic aortic valve and no evidence of pericardial effusion. The patient had a coughing fit and then coded. A repeat echo showed ¿a large pericardial effusion with no ventricular function¿. An emergent pericardial window was performed at the bedside. A large amount of frank blood was released and the patient regained blood pressure, although hypotensive (50-60s). The patient was transferred urgently to the or. The chest was opened and the bleed was on the posterior lv. A large hematoma was found that was near friable tissue. There was no hole as seen with a wire perforation, but ¿dissection in multiple layers and planes¿¿. An echo was performed in conjunction with the surgery and showed prior to cpb function valve and no evidence of an aortic dissection. The left ventricle (lv) was surgically repaired, and the patient was transferred in critical condition. Post lv surgery, the patient had acute kidney injury (aki), requiring dialysis. The patient was eventually extubated but required reintubation and remained hypotensive. The family made a decision to withdrawal care and the patient expired on pod10. Per medical opinion, there was no direct evidence that the procedure caused the injury; however, there was a lateral wall hematoma and the supposition would be to wire injury. The event was multifactorial and there certainly was some association of the tavr procedure, but contributions from an elderly man with poor tissue, elevated baseline sbp increasing with coughing episode and valsalva directly contributed to the incident causing arrest and emergent trip to operating room for tamponade.